Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6)2017 due to diabetes acidosis with blood glucose of 408mg/dl. The customer was vomiting. The customer was treated with manual injection and through insulin pump. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 374 mg/dl and has not been released from the hospital. The customer also mentioned the infusion set cannula was bent when removed. Customer declined troubleshooting for high blood glucose. The product will not be returned for analysis.